Event description:
MFR rec'd a report of a pt being burned while using an oxygen concentrator. Subsequent eval showed no evidence of burning or fire on the oxygen concentrator. The cannula which was in contact with the pt was burnt. The described evidence is consistent with a pt smoking while using an oxygen concentrator. The owner's manual for this device warns against using near any open flame.